Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
A patient underwent a spinal procedure on an unknown date. It was reported that about 12 months postoperatively, the s2ai screw broke at the neck. Revision surgery took place on (B)(6) 2026 to remove both parts of the broken screw.